Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: the black box shows evidence of ¿cs163¿ no cartridge detected on (B)(6) 2016. The battery compartment is cracked at threads on the side, and below the finger pad. ¿ez-prime¿ steps were performed correctly. No ¿cs163¿ warning or any eaw occurred during the investigation. Unable to duplicate ¿unable to prime¿ complaint. The pump¿s cover was removed, inspection found an intermittent condition to the fs flex due a cracked trace near the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).